Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a leak at adaptor during infusion with bd intima-ii¿ 22gax0.75in prn slm npvc. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found liquid leakage at adaptor during CT infusion. On 2019-4-30-the contrast agent sputtered on the ground a lot, but did not cause adverse effects on patients, and then another shoot was given to patients to complete the angiography.

Event description:
It was reported that there was a leak at adaptor during infusion with bd intima-ii¿ 22gax0.75in prn slm npvc. The following information was provided by the initial reporter, translated from chinese to english: it was found liquid leakage at adaptor during CT infusion. (B)(6) 2019 the contrast agent sputtered on the ground a lot, but did not cause adverse effects on patients, and then another shoot was given to patients to complete the angiography.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262019. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally with the sample provided our engineers were able to determine that the root cause for this event was related to the use off high pressure. When compared to retention samples the device used at your facility was found to have an off-center septum, a clear sign that higher pressures were present on the interior of the device. Please note the bd intima-ii is an infusion only device and is not rated for high pressure injections.